Event description:
It was reported that a patient's implantable neurostimulator (ins) was "sitting right under the skin, protruding." It was stated that the ins was originally "placed wrong", where the patient was sitting. The pocket was revised and the ins was "placed higher." It was stated that therapy was "working fine." Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l34426, implanted: (B)(6) 1994. Product type: lead. (B)(4).